Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant, the right atrial lead had deployment difficulty could not be screwed into the heart tissue. The physician tried several times and was unsuccessful. The lead was not used and the patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.